Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a technical support specialist (tss) initially checked from the server and noticed failed hardware icon on the station interface. A field service engineer (fse) contacted user and confirmed that there was no delay in information transfer from the server to the stations and verified that no failures were reported in health sight viewer or on the stations. The system functioned as intended after field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, orders were not crossing over to the pyxis machine. The system was connected to the application with no disconnected icon, and only one station was affected. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.